Manufacturer narrative:
The device was received for evaluation. During evaluation, the customer reported "downstream occlusion" was unable to be reproduced due to a reload set alert at device power up. A review of the event history log (ehl) revealed a downstream occlusion message on the customer reported date. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The force sensor will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed downstream occlusion upon device power up. There was no patient involvement. No additional information is available.